Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post implant the lead exhibited high impedance. A chest x-ray revealed that the helix was retracted. The physician screwed the helix again.